Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that had to be rebooted to start. Resmed has made multiple attempts to contact the customer to request additional information regarding the complaint and to request the device be returned for investigation, however, no response has been received. No device was returned to resmed for investigation, therefore resmed is unable to confirm the alleged malfunction at this time. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and had to be rebooted. There was no patient injury reported as a result of this incident.